Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Came off whilst in use and clacked teeth with the metal end of the brush - oral-b [device breakage] possible counterfeit oral-b tri zone brush head 4 pack [suspected counterfeit product] case narrative: adult male consumer via phone stated that one of the possible counterfeit oral-b trizone toothbrush heads came off of the oral-b toothbrush while in use and he clacked his teeth with the metal end of the toothbrush. No injury was reported.

Manufacturer narrative:
23-jun-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Came off whilst in use and clacked teeth with the metal end of the brush - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] . Case narrative: adult male consumer via phone stated that one of the possible counterfeit oral-b trizone toothbrush heads came off of the oral-b toothbrush while in use and he clacked his teeth with the metal end of the toothbrush. No injury was reported. (B)(6) 2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.